Manufacturer narrative:
Analysis was able to confirm the customer comment, the liquid crystal display(lcd) was found with jumping cursor issue in upper right quadrant. The lcd was replaced .all found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not calibrate. The calibration sequence was attempted but was unsuccessful. There was no patient involvement.